Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592 investigation summary: bd received photos for investigation. Evaluation of the photos confirmed the presence of foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, foreign matter (black dots) were seen inside of 7 tubes. No adverse impact was reported regarding the patient or user.